Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a different fiber with no patient complications reported.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached from the fiber and it was not available for analysis. The fiber was functionally tested with the hene (helium-neon) laser fixture and there were no signs of breakage along the length of the fiber. The reported clinical observation of fiber cap/tip break was confirmed as the cap and fiber were found to be separated. Based on the information available, it is probable that procedural handling of the fiber during set-up or use like excessive manipulation/rough technique contributed to the fiber break. Additionaly, the device underwent a forward firing test where it was found that the output was above the threshold for potential harm. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a different fiber with no patient complications reported.